Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the patient came out of anesthesia and bent and moved the whole right leg which moved the clip delivery system causing the clip to come off the leaflets and tearing the anterior and posterior leaflets. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip tearing both leaflets. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. The patient came out of anesthesia and bent and moved the whole right leg which moved the cds causing the clip to come off the leaflets and tearing the anterior and posterior leaflets. The cds was removed with no issue. The patient is stable and was sent to surgery for mitral valve replacement. No additional information was provided.